Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 349 mg/dl, 134 mg/dl. Tests were done within 10 minutes with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.